Event description:
The customer reported via phone call that they were hospitalized with high blood glucose on (B)(6) 2015. Customer's blood glucose was 369 mg/dl at the time of admission. The customer reported vomiting prior to being hospitalized. Customer also reported their boluses were ineffective at lowering their blood glucose. The customer stated the cause of their hospitalization was from diabetic ketoacidosis. The customer was placed on a drip and released from the hospital. It was also found the customer did not have a bent cannula upon removal of their infusion set. Troubleshooting did not find any leaks or air bubbles on the insulin pump. It was also found the insulin pump passed a high pressure test during troubleshooting. Customer stated they have reverted to manual injections for treatment. Customer's current blood glucose was 258 mg/dl. The customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.